Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double roller pump. The event occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the fault. The defective lcd screen and the hkr board were replaced. The unit was functionally tested without issue and returned to service. No further issues have been reported for this unit. An exact root cause was not determined. However, a defective internal electronic component is the most likely root cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump showed a graphic display failure message, and later when the device was turned on the display went dark. This incident occurred during set-up, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 double head pump showed a graphic display failure message, and later when the device was turned on the display went dark. This incident occurred during set-up, so there was no patient involvement.